Event description:
It was reported that the numbers on the screen of the insulin pump kept ramping and the scroll bar was moving up or down with no input from the user. Blood glucose value is 192 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.